Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted previously (MDR#1213643-2008-00522) to represent the bard/davol kugel patch (device #1). Not returned.

Event description:
Per information provided by the patient's attorney and medical records: on (B)(6) 2004 the patient underwent a gastric bypass surgery for morbid obesity, complicated by wound infection requiring abdominal wall debridement. The patient then developed a large incisional hernia. On (B)(6) 2005 the patient underwent incisional hernia repair with mesh, bilateral rectus musculofascial advancement flap (10 x 12) for posterior component separation and abdominoplasty. During the surgery, a bard/davol kugel hernia patch, large oval (ref #. 0010102, lot # 43epd510) was placed over the posterior repair. On (B)(6) 2006 the patient underwent surgery for abdominal scar revision with excision of skin excess and umbilical hernia repair with the implant of a bard/davol ventralex hernia patch, medium circle (ref #. 0010302, lot # 43bqd562). The patient also underwent an . On (B)(6) 2008 the patient presented with abdominal pain, excessive vomiting and underwent surgery for explant of the kugel patch. The surgeon noted that the mesh was displaced and "shredded" and noted scar tissue attached to the mesh. Per legal claim: as reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.